Event description:
It was reported that following a system implant, the patient experienced difficulty swallowing. An echocardiogram revealed a pericardial effusion. The patient was transferred to another hospital and the right ventricular lead was repositioned. The lead remained implanted.